Event description:
It was reported that a user experienced loss of dexcom g7 sensor readings on the ilet, with the display showing attempts to reconnect that did not succeed; the user was guided to toggle the ilet sensor setting from g7 to g6 and back, after which pairing with the sensor was confirmed and functionality restored. Symptoms included no alarms or alerts and no reported adverse clinical effects. Outcomes included continuation of therapy without interruption, no emergency treatment, and no hospitalization. Investigation included customer support troubleshooting and user education regarding sensor pairing and configuration. Investigation of this case revealed a communication issue between the ilet and the cgm that resolved after reconfiguration, consistent with a transient connectivity issue with no device hardware failure observed. It was concluded, based on previously established findings for similar reports, that the cause was use-related configuration or transient wireless communication interference.